Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was evaluated and replaced, and the ac plug was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system lost power. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.